Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalize due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucose level was over 600 mg/dl, at the time of incidence. Customer reported no delivery alarm to the insulin pump. Customer did not allege insulin pump was under delivering. The insulin pump will be returned for analysis.